Event description:
A report was received that the patient was having an infection at the ipg and midline incision sites. Patient¿s symptom includes fever. The infection was not device or procedure related. Antibiotics were prescribed. The patient underwent an explant procedure and the physician cleansed the site. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm; model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). The explanted devices were not returned to bsn as they were discarded by the medical facility.